Manufacturer narrative:
All buttons function properly. Displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history. Pump errors noted during test or listed in the pump history download. No black light anomaly noted. Unit successfully downloaded to thump. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No pump errors noted during test or listed in the pump history download. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. The back lighting functioned properly during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm, a backlight anomaly, and a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, and mmt-1880. The troubleshooting was not performed and the customer reported a backlight anomaly. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported an insulin flow-blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1880.